Manufacturer narrative:
Product event summary: a segment of the driveline cable was returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. As received, two segments of the driveline cable were connected via the reported temporary splice repair performed by the site. Upon removal of the temporary repair, the driveline cable wires were observed to be cut at the location of the repair. Additionally, on-site inspection of the driveline cable confirmed that the wires were cut. A driveline splice repair procedure was performed to mitigate the reported event. Visual examination of the returned driveline also revealed yellowing of the outer sheath; this is an additional observation not related to the reported event. Functional testing of the driveline revealed that the driveline passed the continuity test and locking mechanism test. Log file analysis revealed a vad stopped alarm logged at 17:17:06 on (B)(6) 2019, immediately followed by an electrical fault alarm and another vad stopped alarm at 17:07:07. The alarms were due to overcurrent conditions resulting in the stators failing. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the outer sheath discoloration may be attributed to multiple factors including but not limited to design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the reported electrical fault alarm and vad stop event can be attributed to a short in the driveline due to damage to the driveline cable wires, likely due to the handling of the device. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: serial#: (B)(6); h3: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿controller 2.0. Model #: 1420, catalog #: 1420, expiration date: 31-08-2018, serial or lot #: (B)(4), UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Mfg date: 31-08-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's driveline had caused electrical fault alarms to occur and the ventricular assist device (vad) to stop. The site had performed a temporary splice to the driveline until a manufacturer representative could repair the driveline. Upon examination, the wires were completely cut and the manufacturer representative was able to complete the repair of the driveline. The vad and controller is still in use. No patient complications have been reported as a result of this event.